Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgey the anchor dislodged out of the predrilled hole. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-3636-1, fibertak®, batch 15316902, was received for evaluation. Upon visual inspection, it was noted that the inplant was bunched and the sutures were damaged. Functional testing could not be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse due to improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion the complaint allegation is confirmed.